Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the side car-rx (guidewire channel) was torn and the guidewire came out. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the side car rx was pushed back and the thumb ring was detached from the handle; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter address 1: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the working length was kinked/bent at distal section. The handle cannula was properly attached to the handle. However, the thumb ring was detached from the handle. The handle and thumb ring showed coincident marks that indicated proper assembly during manufacturing process. The side car rx was torn at proximal section and it was pushed back. The reported event was confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Probably during use of the device, the thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device; detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Additionally, handling and manipulation of the device during its use and interaction with additional devices/tools such as the guidewire and the scope could have caused damages/deformities (side car rx pushback, side car rx torn, and working length bent/kinked) on the device. The torn area observed in the side car rx is consistent with the one caused when the guide wire is pulled out through the side car wall once it is in place. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.